Manufacturer narrative:
Pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump had cracked at reservoir compartment and battery compartment. The customer's blood glucose was unknown at the time of incident. The customer reports that reservoir was able to locked into the place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.